Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Later, the patient implanted with this device system reported that the device pocket felt "tight", then one day it "let loose". The patients' physician thought that the patient may have pulled on the leads a bit. An invasive revision procedure was performed. Upon inspection of the device set screws, it was noted that the distal and proximal set screws were already loosened. The set screws were re-tightened and impedance measurements were within acceptable limits. The physician elected to explant and replace the device. No other adverse patient effects were reported as a result of this clinical observation.

Event description:
Boston scientific received information that shock impedance measurements were observed to be greater than 125 ohms. Isometric testing was performed and no noise was produced. Technical services discussed recommendations for further evaluation. To date, no adverse patient effects were reported with this clinical observation.